Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation. Failure analysis found the primary failure of bent grips to be related to the customer reported complaint. The instrument was found to have one bent grip, causing misalignment of the grips. There was a .0395¿ offset at the tips. The grips do not show cracking damage.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument had a dislodged wrist and could not be moved. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. No interoperative collisions occurred. The jaws were not stuck in a closed position prior to removing the instrument. The cannula was removed with the instrument as the wrist could not be straightened due to physical damage. The customer stated no fragments fell into the patient.